Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The inner and outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. (B)(4).

Event description:
It was further reported that a right ventricular (rv) lead warning was received for low impedance, and the lead exhibited noise. The lead was explanted and replaced. Upon removal, insulation damage was noted on the rv lead. No patient complications have been reported as a result of this event.